Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 11-feb-2016, an fse visited the customer to address the reported event. During servicing, the fse replaced the needle, stator face, and seal. Calibration was successful and controls were in range. The customer ran patient samples for verification. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was the stator face and seal.

Event description:
On (B)(6) 2016, a customer reported low total areas on diluted samples for biorad (br) quality control (qc) with their g8 analyzer. Technical support (tss) began to troubleshoot with the customer including having them replace the sample needle but the low total areas persisted. The customer is unable to run patient samples on hba1c diabetes assay. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.